Event description:
It was reported the patient's scs ipg would not communicate with external devices. The patient stated she has not used or charged her scs system for approximately two years. Surgical intervention is planned for a later date to address the issue.the event date is undetermined at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.